Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had some kind of test done to their abdomen in 2022 and their EKG picked up some tremors from the stimulator. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also reported that occurred with their old device which stopped working even though it had battery life remaining. Patient reported that their stimulator wasn't functioning properly and it wasn't emptying their bladder and it caused their bowels to be sluggish. Patient reported that they had an x-ray done to ensure the lead was in place, and the lead was in place so they attributed the issues to the ins. Patient stated that eventually they were told by their hcp that they couldn't get their implant to work and they need a new implant. Patient stated that possible emi interactions with everyday items (like a nintendo switch) should be more visible in manuals and communicated after their implant.

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc, serial# unknown,product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown why the device was not working. Hcp stated the unit was replaced on (B)(6) 2025 with a new lead and battery. It was reported that the issue was resolved. It was unknown if the patient had experienced retention before implant of if the retention had worsened.